Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown/not provided. If implanted; give date: n/a, not applicable as the lens was not fully implanted. If explanted; give date: n/a, not applicable, lens not fully implanted; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was noticed that the intraocular lens (iol) unfolded incorrectly and required removal. The lens did not come out of the injector correctly, therefore the surgeon decided not to use the lens. There was no patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. No lens was observed inside the preloaded device. Therefore, the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.